Event description:
It was reported that the patient had infections on (B)(6), 2012 and (B)(6), 2012. It was unclear if the infections were related to the implantable neurostimulator (ins). The patient received assistance from their physician and the company representative for the event. The patient reported that they had no problems now. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: na; product typ lead product ID 37752 lot# serial# (B)(4) product typ recharger product ID 37743 lot# serial# (B)(4) product typ programmer, patient product ID 37092 lot# 263630002 serial# implanted: 2011-(B)(6) explanted: na; product typ accessory product ID 3708140 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: na; product typ extension product ID 3708140 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: na; product typ extension. (B)(4).